Event description:
E-mail received from the sales rep. Informed that: "patient was overdraining at the setting of 4 so they wanted to turn the valve up to 7. Indicator kept giving setting all over the place. Nothing consistent. They got a different programmer and it read exactly what it needed to be 5 times straight. They are very experienced with this programmer and said they would like to send this one back for repair/replacement". Additional e-mails received from the sales rep. On (B)(6) 2012, informed that there were no adverse consequences to the patient and they just tried a different programmer. Estimated time delay was 10 to 15 minutes. The valve was adjusted, the tms could not indicate the setting; however, when they used another tms unit, it confirm the setting. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a malfunction.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a malfunction. Upon completion of the investigation it was noted that the evaluation of the tms systems did not reveal any anomalies. Both programmers were fully functional as received. The programming difficulties encountered in the clinical setting could not be duplicated in the laboratory. The root cause of this complaint could not be determined. Both programmers are fully functional and anomaly free. Programming difficulties were not found when evaluating these programmers. Based on the investigation this complaint is considered closed. Trends will be monitored for this and similar events.